Event description:
It was reported that a light sensitive drug set experienced a leak. The location is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received for evaluation; therefore, analysis of the actual sample could not be performed. However, a retained sample was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed on the retained sample, and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.